Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had intermittent cut and cut bipolar was working alone. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The reported condition was confirmed. The investigation found that bipolar intermittent activated by itself. The investigation isolated the failure to the psrf board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. Details regarding the repair were not provided. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had intermittent cut and cut bipolar activated several times even without handpieces or pedals connected to the instrument. There was no patient involved in this event.